Event description:
It was reported that the insulin pump had a protruding drive support cap. The customer attempted to complete the rewind process while trying to hold the drive support cap down and applying pressure to the piston with a pencil. She held the act button, but the insulin pump alarmed motor error and no delivery alarms. She proceeded to program a new insulin pump after attempting to review the settings of the old insulin pump with the drive support cap issue. The customer did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.